Event description:
A customer reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. The customer resolved occlusions by changing the infusion set and cartridge, then resuming insulin delivery.